Event description:
It was reported that the ilet touchscreen was cracked and nonresponsive, and a replacement ilet was shipped to the user with instructions to return the original device. Symptoms included elevated blood glucose of 232 mg/dl, for which the user planned to exercise and administer subcutaneous insulin via pen. Outcomes included temporary interruption of automated insulin delivery and use of backup insulin therapy. Investigation included complaint intake and replacement logistics assessment and inspection of the returned device. Investigation of this device revealed physical damage to the display/touchscreen component consistent with a screen break, resulting in loss of touch functionality and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.